Manufacturer narrative:
The report of a pump stoppage event and alarms was confirmed based on the evaluation of the submitted log files; however, a specific cause for the pump stoppage could not be conclusively determined through this evaluation. Moreover, the report of tear in the outer silicone sleeve of the patient's driveline could not be confirmed as no product was returned and no photograph of the damage were submitted. The customer elected not to proceed with a distal end driveline replacement and to keep the patient on an ungrounded patient cable. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced the red heart pump stop alarm at night while the patient was getting back in bed while the lvad system was supported by the power module. The patient was reported to be asymptomatic at the time of the event. The patient reported to the clinic the following day for a previously scheduled visit. In (B)(6), the patient had a tear in the driveline and placed electrical tape over it. The vad team was not informed of the tear until this clinic visit. X-rays of the driveline were reviewed by the manufacturer's technical services representative. There were no obvious areas of concern of the external portion of the driveline, the internal bend relief appeared to be suspect. The patient was provided with an ungrounded patient cable for use with the power module until technical services could perform an on site evaluation and possible replacement. On (B)(6) 2016, the manufacturer's technical services representative arrived on site for the driveline evaluation. The pump stop events were unable to be reproduced with upper body movements or manipulation of the external portion of driveline while supported by the power module and a standard grounded patient cable. The clinic declined a full length external driveline replacement at that time. The clinic continues to monitor the patient. The patient was instructed to use the ungrounded patient cable when supported by the power module in order to mitigate pump stop events. No further information was provided.